Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Packaging was worn did the damage of the primary packaging compromise the sterility of the device? Yes, it did. Please provide a picture (if available) no picture. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that before the surgery, open the packing and noted the inner packing (sterile packing) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.